Manufacturer narrative:
(B)(4). This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Customer report of insufficiency caused by two holes in two leaflets was confirmed through image evaluation. Image evaluation was performed through one color image of the valve at the outflow aspect provided by the customer. All three leaflets were observed to have leaflet damages; some appeared to be holes. Sutures did not remain attached to the sewing ring as seen on the picture provided. Per the instructions for use (IFU), when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Cases have been reported in which bioprostheses developed severe regurgitation and had to be replaced as a result of wear due to contact with sutures. In this case, the device was explanted due to insufficiency caused by two holes in two leaflets. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation as it was discarded. However, images provided by the customer shows leaflets with damages/holes that had similar characteristics to those caused by suture tail abrasion. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 23mm pericardial aortic valve was explanted after an implant duration of four (4) years and 10 months due to aortic insufficiency caused by two holes in two leaflets. As reported, the procedure included a supraannular aortic replacement. Pledgets were used. The valve was replaced with a 25mm edwards pericardial aortic valve. No additional information was provided.